Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016 the receiver displayed low transmitter battery. No additional event or patient information is available. Data log was reviewed for evaluation on (B)(6) 2017. Complaint for a low transmitter battery could not be confirmed, however a permanent loss of connection was found and confirmed on (B)(6) 2017. The root cause could not be determined, post investigation. Based on the findings of a permanent loss of connection this is now reportable.